Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial tachycardia procedure, the sheath was inserted into the left atrium, followed by insertion of the advisor¿ hd grid catheter for left atrial mapping. While changing it to the tactiflex¿ se catheter, aspiration was performed through the side port, and air was aspirated. Multiple attempts to aspirate through the side port continued to draw air. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.